Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. A33 alarm during displacement test due to motor high current draw. Pump had stripped battery cap coin slot(p), cracked reservoir tube lip and cracked battery tube threads, the test battery cap fit properly with battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated tried to change the battery and accidently turned it the wrong way and the cannot remove it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.